Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last year.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and as doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.